Event description:
It was reported that PICC line would not bleed back. Line removed - fracture noted in line just before the tip. Reported as minor (minimal harm).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter is confirmed; however, the exact cause could is unknown. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed the catheter was attached to the two-piece connector assembly and the distal valve was present. Use residue was observed on the sample. An attempt was made to aspirate and infuse the catheter with water using a 12 ml syringe; however, the catheter appeared to be occluded distal to the extension tubing of the device, within the molded joint of the proximal connector piece. A cross sectional cut was made distal to the extension tubing in order to investigate the occlusion, and a translucent material was found within the hard plastic of the molded joint. It was not possible to identify the material occluding the proximal connector piece piece. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.